Event description:
It was reported that the patient underwent an implantation surgery for an inflatable penile prosthesis (ipp). During the surgery, a pre-connect lgx 18 cm x 12 mm was attempted and not implanted, due to an unspecified reason. The patient was then implanted with an alternative pre-connect lgx 18 cm x 12mm, ms pump, and conceal reservoir. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the initial lgx pre-connect ms 18cm ip was not used during the original procedure because the proximal part of the cylinders would not seat properly. The fit was described as snug, so the physician decided to use an lgx pre-connect ms 15cm with 3 rear tip extenders. This resulted in the right fit for the patient. The patient was also described as doing well after the procedure.

Manufacturer narrative:
Device code description updated to reflect code 1670. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 02:01 pm CT. The report number is being corrected from: 2183959-2018-61645 to: 2183959-2018-60963.

Manufacturer narrative:
Outcomes attributed to adverse event: hospitalization: initial or prolonged removed from outcomes attrib to adv event field. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 01/16/2019 12:18 pm CT. The report number is being corrected from: 2183959-2018-60963 to 2183959-2018-60963.

Event description:
It was reported that the patient underwent an implantation surgery for an inflatable penile prosthesis (ipp). During the surgery, a pre-connect lgx 18 cm x 12 mm was attempted and not implanted, due to an unspecified reason. The patient was then implanted with an alternative pre-connect lgx 18 cm x 12mm, ms pump, and conceal reservoir. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the initial lgx pre-connect ms 18cm ip was not used during the original procedure because the proximal part of the cylinders would not seat properly. The fit was described as snug, so the physician decided to use an lgx pre-connect ms 15cm with 3 rear tip extenders. This resulted in the right fit for the patient. The patient was also described as doing well after the procedure.

Event description:
It was reported that the patient underwent an implantation surgery for an inflatable penile prosthesis (ipp). During the surgery, a pre-connect lgx 18 cm x 12 mm was attempted and not implanted, due to an unspecified reason. The patient was then implanted with an alternative pre-connect lgx 18 cm x 12mm, ms pump, and conceal reservoir. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.